Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Device lot number: not provided. Initial reporter fax number: not provided. Device discarded.

Event description:
It was reported that screw (iunihg) fractured within the implant. Fractured piece was successfully removed.

Manufacturer narrative:
The certain® gold-tite® hexed screw (iunihg) was not returned. Since the reported product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information using the item number (IFU/rmf). No per was provided. No pre-existing conditions were noted. The patient had unknown bone density the reported device was located on an unknown tooth for an unknown duration. Pictures or x-ray images were not provided. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading, or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or device (iunihg). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.